Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. Unexpected restart error, off no power test and all operating currents test. No battery power loss noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had replace battery now alarm. The customer¿s blood glucose level was 187 mg/dl at time of incident. Customer reported that they had changed three batteries. Customer did not receive a low battery alert prior to the replace battery now alarm. It was also reported that the second occurrence of replace battery now without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.